Event description:
Meter name: one touch basic enhanced, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: tired/lethargic. A pt reported they were seen in ER. Their meter allegedly had no power. The result on the ER meter was unk. The time difference between pt's meter and ER was unk. Treatment was IV glucose. No further info has been reported.